Manufacturer narrative:
The reported issue was investigated but cannot be confirmed at this time as the root cause was inconclusive. Per the event description, "rep called to report that a second sensor was implanted today. Thfs reviewed the readings from today with the new sensor; all appear clinically plausible." This reported event was not investigated for possible inaccurate reading, as it was indicated in the event description that it was resolved with replacement of the complaint device with a newly implanted sensor. A review of the device history record was performed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Event description:
On (B)(6) 2023, a second sensor was implanted. Readings were observed under the manufacturer's patient care network database.

Event description:
The sensor transmitted a dampened waveform reading. The physician is currently monitoring the patient and the sensor readings. There were no adverse consequences to the patient.